Manufacturer narrative:
Wrong medwatch facility selected. Will be voided and reported on the correct facility in MFR 0001825034-2018-02939.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of provided x-rays shows that the tibial and femoral components are intact with well-integrated hardware and no fracture or periprosthetic lucencies. The patellar polyethylene liner pin demonstrates a well-circumscribed ovoid shaped lucency deep to the midportion subchondral surface. This could correspond to an area of developing loosening/infection. However, it demonstrates some sclerotic edges and is favored to represent a non-complication type of finding (subchondral cyst, perhaps). Small joint effusion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: - unknown agc bearing. Unknown agc tibial tray. Multiple MDR reports were filed for this event, please see associated reports : 0001822565-2017-07541 and 0001822565-2017-07543. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is being considered for a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.